Event description:
The customer reported the nurse was pushing doxorubicin with texium bonded syringe and had infused about 5ml. When a droplet was noticed at the connection of the tubing to the syringe. The nurse stopped the infusion and notified pharmacy. Pharmacy estimated amount required to complete the infusion with a new syringe and this resulted in a 30 minute delay to complete the administration of the full dose of chemo.

Manufacturer narrative:
The customer¿s report of a leaking syringe was not confirmed. Functional testing was performed; there was no leak from either assemblage; focusing on the connection of the texium and the smartsite. The root cause of the leaking syringe was not identified.